Event description:
Allegedly broke during surgery.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. Per the surgeon, no serious injury occurred; therefore, no medwatch 3500a was received from the user facility.